Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump that was barely functioning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2017 with the following findings: during investigation, the pump powered on was found to be functioning normally. The pump was exercised for 24 hours with no warnings or alarms. The original complaint was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.